Event description:
A product liability claimed was raised. It was reported that a pt was implanted an alloclassic sl stem 1 12/14 on the left side on (B)(6) 2011. It was reported that the pt was revised on (B)(6) 2013 for unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the devices history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).